Event description:
It was reported the customer's insulin pump was alerting him of a low reservoir when he still had insulin remaining. The customer inquired how to switch his settings to have the alerts when there was less insulin remaining. The customer was advised this was the factory setting for the insulin pump. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)